Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging mmol/l. The customer alleged receiving a result of "5.8 mmol/l". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.